Event description:
It was on 1994, patient broke her back and had hardware implanted after that. Eighteen months later on an unknown date patient reported that the equipment broke. Patient told that the screw broke, the rod swung and the pedicle screw was stuck in her spinal and they couldn't get to that. Patient reported that she currently has an ephemeral mass on the right temple on her brain, and that it could be a tumor or cancerous.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)